Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Unable to confirm unexpected battery loss due to blank display. Unit also received with cracked case(battery tube) and cracked battery tube threads. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump batteries end after 1 to 3 days the battery cap was changed but it didn't help and was using batteries from good quality. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.